Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing fusion. Intra-op, the tip of the driver broke off into the screw head when trying to remove the screw. No fragment of the broken tip remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the portion of the driver head that interfaces with the screw has been broken/sheared off. Macroscopic examination revealed a fairly flat fracture surface with circular material flow consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.